Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps standard capacity was used during a stomach biopsy procedure performed on (B)(6) 2013. According to the complainant, during the gastroscopy, a total of three biopsy samples were taken (1 duodenum / 1 antrum / 1 in the area between antrum and duodenum). Reportedly everything went "ok" and no bleeding was noted. While attempting to perform a colonoscopy during the same procedure, the patient experienced tachycardia, abdominal tenderness, distention, rigidity and inflammatory peritoneum. The patient was transferred in emergency to another hospital, where a 7cm perforation between the antrum and the pylorus was found. Reportedly, surgery was needed to stop the hemorrhage and treat the perforation. No defects/damage or anomalies were noted or reported with the radial jaw 4 single use biopsy forceps standard capacity device during the case. The patient was discharged to home on (B)(6) 2013 and her current condition was reported as being okay.

Manufacturer narrative:
Product was not returned; therefore a physical evaluation of the device could not be performed. A search of the complaint database revealed that no other complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications. A labeling review was performed and no anomalies were found. A specific cause of the alleged failure could no be identified, however, the directions for use (dfu) cautions the user that bleeding and perforation are potential events. Therefore, the most probable root cause is anticipated procedural complication.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps standard capacity was used during a stomach biopsy procedure performed on (B)(6) 2013. According to the complainant, during the gastroscopy, a total of three biopsy samples were taken (1 duodenum / 1 antrum / 1 in the area between antrum and duodenum). Reportedly everything went "ok" and no bleeding was noted. While attempting to perform a colonoscopy during the same procedure, the patient experienced tachycardia, abdominal tenderness, distention, rigidity and inflammatory peritoneum. The patient was transferred in emergency to another hospital, where a 7cm perforation between the antrum and the pylorus was found. Reportedly, surgery was needed to stop the hemorrhage and treat the perforation. No defects/damage or anomalies were noted or reported with the radial jaw 4 single use biopsy forceps standard capacity device during the case. The patient was discharged to home on (B)(6) 2013 and her current condition was reported as being okay. Additional information (B)(4) 2013 - according to the physician, the patient was not on any anti-inflammatory medication at the time of the event. The patient had previously taken corticosteroids, but had stopped six months to a year prior to the procedure. Medication was not involved in the event. The patient had no signs of gastroenterology disease prior to the event, and the patient had a very normal gastroscopy with no signs of disease. The biopsies taken did not show any signs of inflammation or disease. Only superficial layers of stomach tissue were shown on the biopsy; no submucosa or muscularis layers were seen. The 7cm tear along the "antral gastric" of the patient was not noted before any biopsies were taken, was not a puncture perforation, and the tear occurred immediately after the biopsies were taken. There were two biopsies taken in the "antral gastric" region. After the biopsies were taken, retrovision of the scope was performed, at which point the tear became visible. It was observed that the tear went from one biopsy site to the next, from the smaller curvature of the stomach to the greater curvature of the stomach, immediately after retrovision of the scope was performed. The tear was discovered right away, so the patient was sent for an x-ray within five minutes. The physician thinks the tear has to do with the retrovision of the scope.